Manufacturer narrative:
As reported by the exactech hip replacement study, approximately two months post tha, the 80 y/o female patient experienced left hip prosthesis dislocation. The event is possibly related to the device and definitely related to the procedure. Patient was discharged to extended care facility with a walker 3 days postop. Device will not return due to clinical study policy. Based on review of all available information, there is no evidence to suggest that the reported dislocation and revision are related to any design, manufacturing, or patient related issues. The cause of the dislocation and revision is most likely is related to the patient¿s underlying condition; however, that could not be confirmed.

Manufacturer narrative:
Concomitant medical products: novation cfs cem, std, size 13 (cat# 168-50-13). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech hip replacement study, approximately two months post tha, the (B)(6) y/o female patient experienced left hip prosthesis dislocation. The event is possibly related to the device and definitely related to the procedure. Patient was discharged to extended care facility with a walker 3 days postop. Device will not return due to clinical study policy.